Event description:
The customer contacted physio-control to report that their device failed to power up. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. Root cause was determined to be the shock button on the main keypad assembly.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. During evaluation the service light was noted. The main keypad assembly was replaced to resolve the service light issue. After repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to power up. There was no patient use reported with the event.